Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, oil mist filter and catalytic converter filter were not returned for functional evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and catalytic converter filter and the oil mist filter were changed utilizing the parts from a planned maintenance 1 kit to resolve the haze/mist issue. Unit meets specifications and was returned to service on 10/21/2016.

Event description:
A customer reported an event of a haze like mist emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.